Event description:
Additional information received. The 10 and 20 ml syringes are used in arcomed and atsa brand perfusers, the use of the new version made in brazil, occlusion brand in these equipments, this did not happen with plastipak of national origin. "Stops" are perceived in the syringe where the plunger and stopper do not advance smoothly and firmly. The problem has occurred in different batches of the syringe. 17.oct.23: add info received. The lot number was physically corroborated with the personnel who attended to verify the syringes. The total number of units that were identified was around 20. There was no harm to the patient. The procedure ends by resetting the alarms. Kind of alarm: occlusion alarm. The alarm occurs right at the beginning. The sample was delivered at the time. As I mentioned at the beginning, the deviation was generated only with the syringes coming from brazil. Note: as the customer confirmed the batch number informed: 2046808, the material number is updated to 990687 (syringe manufactured in brazil). The catalog 302562 initially informed is manufactured in mexico, therefore customer probably informed this one only for comparison.

Manufacturer narrative:
Correction d.4. Medical device lot 2046808 d.4 device expiration date: 02/28/2027 h.4. Device manufacture date: 02/15/2022 investigation summary: photo received, through visual evaluation, syringe is observed, unable to confirm incident based on photo. No root cause can be determined as no samples were received. A device history review was performed for the reported lot 2046808 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retention samples from the same lot were evaluated, no defects or issues observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
Photo received, through visual evaluation, syringe is observed, unable to confirm incident based on photo. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention.

Event description:
The 10 and 20 ml syringes are used in arcomed and atsa brand perfusers, the use of the new version made in brazil, occlusion brand in these equipments, this did not happen with plastipak of national origin. "Stops" are perceived in the syringe where the plunger and stopper do not advance smoothly and firmly. The problem has occurred in different batches of the syringe. 17.oct.23: add info received. The lot number was physically corroborated with the personnel who attended to verify the syringes. The total number of units that were identified was around 20. There was no harm to the patient. The procedure ends by resetting the alarms. Kind of alarm: occlusion alarm. The alarm occurs right at the beginning. The sample was delivered at the time. As I mentioned at the beginning, the deviation was generated only with the syringes coming from brazil.

Manufacturer narrative:
D.4. Medical device lot #: lot was reported; however, this is not a lot # 2046808 manufactured for the reported catalog #. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lock¿ syringe plunger movement difficult. The following information was provided by the initial reporter, translated from spanish to english: the 10 and 20 ml syringes are used in arcomed and atsa brand perfusers, the use of the new version made in brazil, occlusion brand in these equipments, this did not happen with plastipak of national origin. "Stops" are perceived in the syringe where the plunger and stopper do not advance smoothly and firmly. The problem has occurred in different batches of the syringe.